Event description:
I started having multiple health issues that are continuing and painful, pains in my breast. Many things have happened over the past year. Diagnosed with fibromyalgia, chronic fatigue, arthritis, depression, chronic migraines; a degenerative issue with my cervical spine, and now testing for an issue with a cyst in my right hip.